Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The device was received with peeling serial number label, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power error twice. The customer's blood glucose was 167 mg/dl at the time of incident. The pump will return.